Event description:
An endurant stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that intra-operatively, the physician had difficulties crossing the vessel with the delivery system due to the tortuosity of the vessel. As a result, the delivery system kinked. The physician elected to try another device and the second time the delivery system cross the vessel successfully. The procedure was completed with no complications to the patient and the patient is doing fine. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (kink); patient¿s condition affected effectiveness of device (tortuous access vessels). Conclusion: inherent risk of a procedure (kink); device failure/lack of effectiveness related to patient condition (tortuous access vessels).